Event description:
Ift collapsed at 36 cm. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned and confirmed that the light guide fiver bundle (lcb) is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the lcb. In addition, we confirmed that light guide fiber bundle (lcb) broken; however, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.